Manufacturer narrative:
The customer called back a few days after the initial call and complained of ise noise issues. The field service representative bleached the sample probe and conditioned the ise flow path. The provided calibration data does not indicate a calibration-related problem. Based on the available data, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable sodium results for 7 patient samples on a cobas 8000 ise module. Patient: the initial result was 142 mmol/l and the repeated result was 148 mmol/l. Patient: the initial result was 140 mmol/l and the repeated result was 147 mmol/l. Patient: the initial result was 140 mmol/l and the repeated result was 147 mmol/l. Patient: the initial result was 132 mmol/l and the repeated result was 138 mmol/l. Patient: the initial result was 140.8 mmol/l and the repeated result was 145.9 mmol/l. Patient: the initial result was 141.6 mmol/l and the repeated result was 147.2 mmol/l. Patient: the initial result was 139.6 mmol/l and the repeated result was 145.3 mmol/l. The results were reported outside of the laboratory. Patient was the only patient sample tested on analyzer line d12-ise-a2. The other patients were tested on analyzer line d12-ise-a1. Analyzer line d12-ise-a1 had a sodium electrode lot number of c8353 with an expiration date of 15-mar-2021. Analyzer line d12-ise-a2 had a sodium electrode lot number of c8395 with an expiration date of 15-mar-2021.